Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open thromboendarterectomy, the needle broke and fell into the patient's cavity. It was retrieved by using a needle holder. A new device was used to resolve the issue and complete the case. There was no patient injury.